Manufacturer narrative:
Follow-up # 1 date of submission 03/07/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the keypad buttons were unresponsive. No details were provided regarding the specifics of the alleged issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.